Event description:
The company was informed that the pt's device was explanted due to reported pain and swelling at the implant site. The pt was also reportedly experiencing poor sound quality with the device. The pt's device was explanted. The pt was reimplanted with another cochlear device. The company is in the process of gathering additional information.